Manufacturer narrative:
UDI is unknown at the time due to insufficient device information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced overstimulation (described as shocking sensation by the patient) while recharging the scs system. Subsequently, the ipg was unable to communicate with any external devices; in turn, troubleshooting with an alternate patient programmer did not provide resolution. Reportedly, the ipg was deemed inoperable. As a result, surgical intervention is pending as the next course of action to address the issue.

Event description:
Follow-up identified the issue was an isolated incident.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the scs system was explanted and replaced which resolved the issue.